Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se exchange sheath did not completely split due to resistance. The device was removed without deploying it and manual arterial compression was applied to achieve hemostasis. Due to the device issue, the physician reported a significant clinical delay in the closing procedure. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - device used in a calcified artery and excessive force used to deploy the thumb advancer. Evaluation summary: the device was returned for evaluation. The reported resistance and incomplete exchange sheath split was confirmed as the thumb advancer was not fully advanced and a displaced garage block was found which would cause the reported resistance during thumb advancement. Per the instructions for use, the starclose se device is not to be deployed in areas of calcified plaque and the user is advised not to advance the thumb advancer against resistance. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information was received. Excessive force was reported to have been used while attempting to split the sheath. As per the instructions for use, the safety release mechanisms were used unsuccessfully and the physician pulled "strongly" on the device to remove it from the anatomy.